Event description:
The reporter stated that the tubing disconnected during the infusion. There was no patient injury or treatment reported with this event.

Manufacturer narrative:
The product has been received from the customer; however, smiths has not yet completed its investigation. A follow up MDR will be submitted when the investigation has completed.